Event description:
Customer reported cartridge alarms occurring on multiple dates, necessitating changes to several cartridges. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the customer's pump and infusion sets/cartridges, advised on necessary steps for receiving the replacement, and ensured the customer would return the problematic pump using the provided return box and pre-paid label. Customer reverted to an alternative method of insulin therapy.